Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e3, h6 (medical device ¿ problem code). A getinge field service engineer inspected the device for damage and replaced power management board (0670-00-1162) and two batteries (0146-00- 0097). After repair, the device passed all functional and safety testing.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation of e1 (event site address); (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement.